Event description:
The customer reportedly obtained results of 331mg/dl, 240mg/dl, and 126mg/dl on the compact plus system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.